Manufacturer narrative:
A review of the complaint(s) history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not detected on bus and could not be recovered. A field service engineer (fse) confirmed that the station required restart to recover missing storage space. Customer had only restarted station but not allowed at the power off for any amount of time. Further no issues were found with the station then performed diagnostics confirmed all working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on the bus. The customer stated that they were unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.